Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a sudden increase in impedance measurements which then decreased. It was suspected this was due to a lifestyle change in the patient. Boston scientific technical services (ts) reviewed the device information and confirmed there were multiple out of range impedance measurements in a six month period. It was indicated that no decisions have been made regarding a revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.